Manufacturer narrative:
The field service representative resolved the issue by replacing the reagent probe r1b,r2a (r), ln 09d49-02, which was identified to be the likely cause. The (B)(4) service history subsequent to replacing the reagent probe does not include any subsequent discrepant result related issues. The service history does not include a replacement of the reagent probe in the previous 12 months. A review of complaint and trending data for reagent probe ln 09d49-02 identified no issues or trends. A review of architect c16000 tracking and trending data in the product monitoring review for architect clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect c16000 erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 was identified. Section e initial reporter local phone number not provided.

Event description:
The account stated sid (B)(6) generated a falsely elevated magnesium of 3.52 mmol/l that repeated 0.89 mmol/l on the architect c16000 analyzer around (B)(6) 2016. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Initial report stated date received by manufacturer was incorrect of 10jan2014. The correct initial report date received by manufacturer should have been 10apr2017.